Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed and reviewed. Analysis found that the helix was completely retracted. The lead passed all testing except the helix mechanical test due to blood and tissue in the helix.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due to an unknown reason. No additional adverse patient effects were reported.